Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received several inappropriate anti-tachycardia pacing (atp) and shock therapies, due to atrial fibrillation (af) with rapid ventricular response. The clinician reported therapy was delivered because the rate had reached the programmed ventricular fibrillation (vf) zone, so they planned to adjust the rate cut off for the vf zone. No adverse patient effects were reported. The device remains implanted and in service.